Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment. The treatment was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed a lack of signal from the detector while maintaining communication, and the detector was damaged. Fse replaced the detector, performed the necessary tests and calibrations, and fixed the bug. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not showing images. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the detector which returned the device to use in good working order.